Manufacturer narrative:
Event took place in (B)(4) and has been reported through (B)(4). Currently the data is poor and the device has not been sent back/ analysed. As soon as further data will be available a follow up report will be sent in to the agency. .

Event description:
(B)(4). Tentative summarizing translation from user's narrative: inner lumen seems to be partially blocked.

Manufacturer narrative:
Based on risk assessment and clinical evaluation file is considered as closed.

Event description:
(B)(4). Tentative summarizing translation from user´s narrative: inner lumen seems to be partially blocked.